Event description:
It was reported that the catheter was stuck and the tip separated. An angiojet spiroflex catheter was selected for use in a thrombectomy procedure treating an 80-90% stenosed lesion in the tibioperoneal trunk. During the advancement of the spiroflex catheter over a non bsc guidewire, the catheter got stuck on the wire. The spiroflex was being removed from the guidewire, outside of the patient, when the tip of the device pulled off. The procedure was completed with a different device and no patient complications were reported.